Event description:
Complainant alleged that while performing a 12-lead ECG analysis on a pt the device transmitted the incorrect pt info to the associated hospital. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The medwatch report has the same serial number for a similar incident as reported on medwatch report number 1220908-2009-00971.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.